Event description:
The customer reported that the system locked up after an exam and would not boot up. The images were lost. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk was replaced. The system was tested and found to be working as intended and put back into service.